Manufacturer narrative:
(B)(4). The report "inserter was getting a bullseye confirmation but the cxr showed the tip of the catheter was at the confluence of the svc and brachiocephalic vein" was not confirmed since neither the console nor the patient case data were returned for review. A device history record review was performed and did not reveal any manufacturing related issues. A probable cause of this issue could not be determined based on the information provided and without a sample. A phone conversation with the sales representative confirmed the customer has determined the issue was caused by the patient's physiology. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During PICC insertion inserter was getting a bullseye confirmation but the cxr showed the tip of the catheter was at the confluence of the svc and brachiocephalic vein.

Manufacturer narrative:
(B)(4).

Event description:
During PICC insertion inserter was getting a bullseye confirmation but the cxr showed the tip of the catheter was at the confluence of the svc and brachiocephalic vein.